Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump is giving a button error. The patient's blood glucose level is 81mg/dl. Troubleshooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, unit had intermittent button response due to corroded button on keypad traces. Unit had minor scratched display window, cracked reservoir tube lip and stained end cap sticker.